Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was 122 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
On 08 july 2022, the distributor reported the additional information: it was reported that the pump battery was depleting quickly resulting in the pump shutting off.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.